Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found on x-ray that the lead had migrated perpendicular to the spine. In turn, surgical intervention was undertaken on an unknown date wherein the physician repositioned the lead. The issue has not resolved as the physician was unable to place correctly due to scar tissue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.